Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An investigation was performed on the di 8x50mm polyaxial screws from lot akjdg2 that was reported to have loosened was also inspected. The threads and the body of the screw are both intact. There are no signs of wear or damage that would affect the screws¿ ability to hold in a fixed position in the patient¿s bone. A DHR review was conducted; all specifications were met and no discrepancies were noted during the release of this product. The root cause for the di 8x50mm polyaxial screw loosening cannot be determined; however, a potential root cause may be the patient¿s chronic nicotine abuse. Smoking affects bone quality, which could affect the bones¿ ability to become affixed to the screws. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of this device. Therefore, this complaint will be closed with no further action required.

Event description:
The complaint from an international affiliate had been reported for a broken rod and mfg medwatch report no. 1526439-2014-11279 was submitted on (B)(4) 2014 to document the event. However, a review of medical and surgery notes that were provided on (B)(6) 2014 revealed that during revision surgery, testing of indwelling pedicle screws for good hold found the bilateral t6 pedicle screws and bilateral l3 pedicle screws were rotation-loosened, a total of four loosened screws. Five pedicle screws were explanted. Two of the five screws have 510k numbers and have been approved for market in the u.s. The remaining three pedicle screws are not cleared for market in the u.s. And are not sold here. Taking a conservative approach, the assumption is that two of the four loosened screws may have been expedium (B)(4) for which medwatch reports will be submitted. The following mfg medwatch reports are being filed for those screws: mfg report no. 1526439-2014-11437. Mfg report no. 1526439-2014-11438. The remaining screws are not cleared for market in the u.s.